Manufacturer narrative:
Analysis synthesis: - upon reception, the returned home monitor was tested and the reported behavior was confirmed, as the device remains off. The root-cause of the observed issue could not be determined with certainty. However, it could have resulted from an internal component failure. This case is recorded for trending purposes.

Event description:
Reportedly, the home monitor remains off.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the home monitor remains off.